Event description:
The patient experienced pericardial effusion after ablation of atrial fibrillation. The patient was asymptomatic and the pericardial effusion was discovered 1 day after the ablation procedure during a routine echocardiography examination. Further echocardiographic controls showed regression of the pericardial effusion. The patient had an uneventful hospital stay and was discharged in good condition from the facility. The patient did not need pericardial puncture. Two days later, the same catheter that was reprocessed by the facility was used on a different patient. This injury reported was during a left atrial tachycardia procedure and after the earliest activation point in the right atrium. A transeptal puncture was performed and the left atrial was mapped and ablation at the earliest activation point terminated the tachycardia. Two to 3 hours after the procedure the physician was informed that the patient had low blood pressure (75/80 mmhg) where a echocardiolography was performed and a 14 mm pericardial effusion was discovered. Subxyphoidal pericardial puncture was performed where 600 ml of blood fluid was drained. There was no further active bleeding afterwards. The patient's health status was reported to be good.

Manufacturer narrative:
There were 2 other cardiac perforations reported by the facility using another manufacturer's catheters. No further information is available on the patients and event details.